Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during evaluation at service and repair, the product in question had failed calibration. There was no patient involvement. This report is for a 3.0nm torque limiting handle with 4.5mm quick coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: service and repair evaluation: the previous service event for part number 03.632.204 with lot number(s) 9852480-10 has been reviewed. The customer called in a service request for this item on (B)(6) 2022 for 3.0nm torq limiting hndl 4.5mm qk couplg had failed calibration. . The item was previously returned for service on (B)(6) 2015 due to eval test okay. The previous service condition of eval test okay is not relevant to the current complained issue of 3.0nm torq limiting hndl 4.5mm qk couplg had failed calibration. . The manufacture date of this item is (B)(6) 2015. The service history review is unconfirmed. H3, h6: a product investigation was conducted. The customer reported the 3.0nm torq limiting hndl 4.5mm qk couplg had failed calibration. The repair technician reported device failed torque testing and was out of calibration. The minimum torque peak attained during evaluation was out of the specified limit for the part. End of service life is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low torque. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.